Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, though the specific value was displayed as "high." To address the high blood glucose level, the customer administered a correction injection via mdi. No third-party assistance was required. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.